Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6) ); product type: 0200-lead; implant date (B)(6) 2018; explant date brand name vectris surescan; product ID 977a275 (serial: (B)(6) ); product type: 0200-lead; implant date (B)(6) 2018. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was to get MRI information. The caller reported that the patient left a message in which they were upset and trying to get an MRI. The patient indicated that they have leads sticking out of their back. They need the scan because the patient is having a lot of pain. Trying to get therapy and the patient can't get a hcp to follow up with them. Patient called hospital and reported that her leads are sticking out of her back. She was trying to get therapy at another facility but the facility would not help do to the leads sticking out of her back troubleshooting was not required. The issue was not resolved through troubleshooting.